Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 455 mg/dl at the time. She was treated with insulin pump and her blood glucose level dropped to 364 mg/dl. The customer reported that her insulin pump was not allowing her to calibrate. Her blood glucose level at the time of the call was 307 mg/dl. The customer was assisted with troubleshooting; however, she declined for high blood glucose. The insulin pump will not be returned for analysis.